Event description:
The customer reported on (B)(6) 2013 her blood glucose reached "high" (greater than 27.8 mmol/l or 500 mg/dl) less than 24 hours after the pod was activated. There was wetness directly underneath the pod and she could also smell insulin. The cannula had not dislodged out of the infusion site and she feels there is a pin hole in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.